Event description:
Scrub tech was having problems getting the blue dilating tip to fit on the rod. It was noted by the tech that it "was different and looked odd" and a new one was requested. After further examination of the device it was broken and in pieces.====================== health professional's impression======================it was discovered that the dilator had broken due to multiple use. The device was intended for one use only.